Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: univ 2-hole shl 56mm lnr sz 24 catalog #: 14-103656 lot #: 619240, medical product: epoly 36mm rlc lnr mrom sz24 catalog #: ep-105994 lot #: 882430, medical product: tprlc 133 mp type1 pps so 12.0 catalog #: 51-106120 lot #: 3455265. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip athroplasty. Subsequently, the patient experienced a deep infection.

Event description:
It was reported that a patient underwent an initial hip athroplasty. Subsequently, the patient experienced a deep infection.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, g4, h2, h3, h6. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that the product is sterilised within the specification range. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.